Event description:
Initial reporter indicated that the pt "was having an increase in seizures that were worse than before vns." The pt's mother believed the event was related to the pt being constipated. Good faith attempts are being made for additional info from the treating physician.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.